Manufacturer narrative:
(B)(4). Eval, results: (stent embolism), (severely calcified, tortuous lesion). Eval, conclusions: (severely calcified, tortuous lesion).

Event description:
An endeavor sprint rx drug-eluting stent, length 24mm, diameter 2.75 mm, was intended to treat a severely calcified and tortuous lesion in a pt's rca. It was reported that the stent dislodged from the delivery sys in the pt while attempting to cross a "narrow section". It was reported that the lesion was predilated. The endeavor sprint device was inspected prior to use with no abnormalities noted. Resistance was felt while advancing the device to the lesion and while attempting to remove the device from the pt. The dislodged stent could not be removed from the pt. The pt was well post procedure and no clinical sequelae have been reported.